Event description:
The manufacturer received information that a trilogy evo ventilator failed a test step during testing. There was no patient involvement, and no harm or injury reported. The device reportedly failed active exhalation testing and required replacement of the 3-way solenoid valve and the proportional valve to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.